Manufacturer narrative:
(B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. Device is expected to be returned for evaluation, however it has not been received yet. Upon receipt the sample will be evaluated and a follow up MDR will be submitted if applicable. Gastro-intestinal ulcer(s) is a known complication of a peg and j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient underwent a gastroscopy which revealed pyloric channel ulcers. A biopsy was taken which revealed h. Pylori ucler. The "old" peg and j-tube were removed and a new peg and j-tube were placed. Duodopa lcig was discontinued for 20 days and the patient was treated with pariet 1x1 for 1 month. It was unknown if the pyloric channel ulcers were caused by the patient's h. Pylori or the duodopa tubing.